Event description:
It was reported that during unpackaging of the rx voyager dilatation catheter, a plastic foreign substance was found on the tip of the balloon. The device was not used and there was no patient involvement. Add'l info was not provided. The device analysis revealed a balloon rupture and evidence that the device had been used in the anatomy.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.